Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The caller stated that the insulin pump was off. She stated that the insulin pump had alarmed battery out limit upon insertion of a new battery. She noted that he had just gotten the device the week prior. Upon troubleshooting, the display returned with a battery replacement. She was advised to monitor the insulin pump. She was advised that a replacement battery cap would be sent. She noted that she did not think that the insulin pump had been dropped or bumped, but she could not confirm. She noted that it was possible that the insulin pump had been exposed to moisture, but she was not sure. She noted that the batteries had been out of the insulin pump for greater than the duration allowed by the device and was advised that this was normal device behavior. She was assisted with changing the reservoir and inserting the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.